Manufacturer narrative:
UDI - not required for product code. Implanted date: device was not implanted. Explanted date: device was not explanted. PMA/510(k)- k122590, k163004. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record and product release decision control sheet of the product code/lot# combination was conducted with no findings. (B)(4).

Event description:
The user facility reported that a bump was recognized on the involved radifocus glidewire advantage during preparation, it was visible and tactile. There was no patient involved, event occurred pre-treatment. The gw was not used. The procedure outcome and patient outcome was not reported. Additional information was received on 24apr2020. The event did not significantly delay the procedure. The device was replaced by another glidewire advantage. Following the event, the patient was treated as intended.

Manufacturer narrative:
This report is being submitted as follow up no. 1 . This reported event has been deemed not reportable based off the inspection of the actual sample. The device involved in this complaint has been verified to be the normal product; therefore, is not a reportable event.